Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced diabetes ketoacidosis and had bent cannula. He self-treated himself with a correction bolus and drank water. He went to the emergency room and his pump was removed and received insulin drip via intravenous route as corrective treatment. He had ketone level which the health care professional assessed as dangerous/life threatening. Subsequently, the patient was transferred to the intensive care unit with blood glucose ranging between 160-190 mg/dl and received insulin drip via intravenous route which resolved the issue. His highest blood glucose level was in the 200s mg/dl. The infusion set had been in use for 3 days and he did not notice any damage when the package was first opened. The patient was hospitalized for 2 days. No further information available.